Manufacturer narrative:
Device is a combination product. The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-06763. (B)(4) clinical study. It was reported that cardiac arrest and death occurred. In (B)(6) 2010, the patient presented with coronary artery disease and underwent percutaneous coronary intervention (pci) with an unspecified bare metal stent was deployed in left main coronary artery (lmca). Cardiac catheterization performed at that time revealed 60% stenosis in saphenous vein graft (svg) to 2nd obtuse marginal (om) and index procedure was scheduled after twenty eight days. The patient then presented for the scheduled procedure and patient was diagnosed with silent ischemia. Subsequently, selective coronary angiography and the index procedure were performed. The target lesion was a de novo lesion located in the proximal saphenous vein graft svg to 2nd om with 80% stenosis and was 12.0 mm long with a reference vessel diameter of 4.0 mm. The lesion was treated with pre-dilatation and placement of a 4.00 x 38 mm taxus® liberté® long stent. Following post dilatation, residual stenosis was 0%. The target lesion #2 was a de novo lesion located in the distal svg to om2 with 50-60% stenosis and was 10.0 mm long with a reference vessel diameter of 4.0 mm. The target lesion #2 was treated with pre-dilatation and placement of a 4.00 x 20 mm taxus® liberté® stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient expired. As per death certificate, the immediate cause of death was cardiac arrest and underlying factors included were congestive heart disease and type 2 diabetes mellitus. Autopsy was not performed. At the time of event, the patient was taking aspirin only. The study drug was last taken on (B)(6) 2012 and other antiplatelet medication was never taken during the study.